Event description:
Abbott changed packaging from a cardboard box to a soft plastic wrap and put in a smaller cardboard box. Because of packaging change some sets in carton have kinked or crushed tubing which is unusable. It seems that sets on bottom of case are most affected by weight; ones on top are ok.